Event description:
The patient called lifescan, alleging that the test strips fell out of range using the control solution. The patient ate food and/or beverage after attempting to use the meter. There is no information on whether the patient tested their blood glucose or experience any symptoms at the time of testing. The patient contacted a medical professional for advice and was advised to come to the office for a blood glucose test and an hba1c test. There is no information on what the reading was on the physician's meter or whether the patient received any further treatment. The patient was using the correct vial of control solution and received a 202 (80-112). There is no information on the condition of the test strips. The patient had been cleaning the meter accordingly to the owner's booklet. The meter failed twice using the check strip. Customer service sent the patient replacement products.